Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of a type 3b endoleak of the main body with stent cage dilation of 61% and of the cuff with partial crown separation. These type 3b endoleak are mostly likely device related due to the use of strata material. A separate MDR will be filed for the type 3b endoleak of the cuff (suprarenal stent graft extension). A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigations of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Correction: outcome attributed to adverse event.

Event description:
Additional information: a secondary procedure was completed. The physician elected to implanted a non- endologix (gore excluder) stent graft to treat the reported event. The patient was reported as doing well. At the completion of the clinical assessment on (B)(6) 2018, clinical was able to find substantial evidence to support the following additional findings of a type 3b endoleak of the cuff (suprarenal stent graft extension). A separate MDR will be filed for the type 3b endoleak of the cuff (suprarenal stent graft extension).

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with a bifurcated stent graft, an infrarenal stent graft extension, a suprarenal stent graft extension and a limb stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 6.5 years post initial procedure, a type 3b endoleak was reported. An intervention is planned but due to the other health issues it has been postponed. As of the date of this report, there have been no additional patient sequelae reported.